Event description:
It was reported that the device was smoking and getting hot during use in a procedure. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.